Manufacturer narrative:
The instrument was not returned for evaluation. However, the transducer from the reported instrument was returned. Visual and functional testing was performed. The transducer was examined under magnification. The white membrane had been torn out of the transducer leaving a ragged edge of membrane material in the circular area of the adhesion to the transducer housing. There was residual silicone gel around the sensor and the bond wires. The open transducer was covered with a temporary removable membrane and functional testing found the transducer to be electrically functional. The failure mode for the returned sample is a single over stress membrane being torn out of the transducer housing. The absence of the membrane media can result in an insensitivity to pressure from the IV set's pressure disc. The directions for use states that the instrument is capable of developing positive fluid pressure, up to the user-programmed limit, to overcome widely varying types of inline flow resistance or occlusions. The instrument is not designed nor intended to detect infiltrations. The hospital has reinserviced on proper procedure for monitoring IV sites for infiltrations.